Event description:
On (B)(6) 2022 the recipient presented with a post auricular fistula, which was treated without resolution. The recipient was prescribed antibiotics (type unknown). In (B)(6) 2023 the recipient was given another unsuccessful course of antibiotics (type unknown). The recipient's device and mastoidectomy were removed on (B)(6) 2023. The recipient has healed. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The surgical area has reportedly healed without further complications. The recipient was reimplanted with another advanced bionics cochlear implant on (B)(6) 2023. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The infection is not believed to have been caused by the device, but rather a failure of the surgical closure behind the pinna. The recipient was reimplanted with another advanced bionics cochlear implant. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.